Manufacturer narrative:
(B)(4). Date sent: 3/28/2024. D4: batch # a9dx7e. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the top shroud broken. In addition, the packaging opened was returned along with the instrument. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. In addition, twenty(20) clips were found inside clip track. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when attempting to fire the device to apply a clip, no clips would come out. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.